Event description:
Spoke with patient's mother about leaking from pouch to inside the cassette. Lot number not available, cassette not available as caretaker threw it away. Replacement sent. Did the reported product fault occur while in use with the patient? No did the product issue cause or contribute to patient or clinical injury? No did the patient have a backup cassette they were able to switch to? Yes was the patient able to successfully continue their infusion? Yes is the infusion life- sustaining? Yes what is the outcome of the event? Resolved. Reported to (B)(6) by: patient/caregiver.